Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose on (B)(6) 2015. It was also found the customer's blood glucose was 701 mg/dl at the time of admission. Customer's current blood glucose 445 mg/dl. The customer treated their blood glucose with manual injections. Troubleshooting did not find any alarms on the customer's insulin pump. The customer also reported their basal and bolus settings were programmed accurately. Troubleshooting was not completed as the customer was disconnected from the call. The customer also called back to report their blood glucose declined to 360 mg/dl. Customer was able to successfully deliver a bolus. The insulin pump will not be returned for analysis.